Manufacturer narrative:
Follow-up #1: date of submission: 11/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: during investigation, the battery compartment was cracked along the side and from the case seal to the bumper.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.